Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the blood glucose at the time of the incident was 42, 140 to 150, below 40 mg/dl. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The product will not be returned for analysis.